Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse replaced bubble generator, reagent t valve, hamilton valve insert, and the bubble generator tubing. The issues was corrected after hardware repairs.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that liquid has been leaking from the reagent probe and bubbles have occurred in the reagent syringe of the synchron lx I 725 clinical system. No injury was reported. The leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon reoccurrence.